Event description:
It was reported that the mixing battery was defective. The cement was easily mixed. However, when it was transferred to the syringes, the stamp was turned and nothing happened. Despite all efforts no cement came out. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is an instrument and is not implanted/explanted. Vertecem plus, v+ is not sold or distributed in the u.s. However, it is like or similar to product sold in the u.s. A review of the device history records has been requested. The investigation has confirmed that the holders of the cartridges have broken off. Without additional information, we are unfortunately unable to establish the exact reason for the problem in retrospect. The destruction of the cartridge holder is only possible by increased pressure in the cartridge. Possible cause: tip was full and/or the transfer unit was closed or premature very quick hardening (at higher temperatures the hardening completes faster). A product fault could not be established.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device history record reports the complaint to be indeterminate, the manufacturing documents were reviewed and no complaint related issues were found. Placeholder.